Event description:
The user had discrepant ft4 results on a pt sample before and after freezing at -20 degrees c. Before freezing, the result was 9.4 pmol per l. After freezing and thawing the result was 14.5 pmol per l. The result of 14.5 pmol per l fits with the clinical picture. No info was provided to determine if the erroneous result was reported or if the pt was adversely affected. The user suspects there is an interference factor in the sample that was suppressed by the freezing and thawing at 4 degrees c the results were within the reference range on this analyzer and a siemens analyzer. No results were provided from the siemens analyzer. The user had another sample from this same pt and received the following results: elecsys 2010 = 14 pmol per l and also with ria immunotech=14 pmol per l. Aliquots from this same sample were sent for investigation with the following results: at 4 degrees c vial 1 result was 8.17 pmol per l and vial 2 result was 8.19 pmol per l; at -20 degrees c vial 1 result was 8.45 pmol per l and vial 2 result was 8.29 pmol per l. The investigation could not reproduce the customer results of 14.5 pmol per l.

Manufacturer narrative:
The field service engineer had checked the system, and found an incorrect adjustment of the sample probe. If additional info is received, appropriate notification will be provided.